Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the needle guard left and infusion set was inserted. The blood glucose level of the patient was 150 mg/dl. The issue occurred with two similar types of infusion sets used for one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.